Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported crosslead tracker guide wire was returned for evaluation. The polymer jacket of the returned guide wire was found gathered distally and torn off at approximately 125mm proximal to the proximal solder. A polymer fragmemt was observed at approximately 88mm proximal to the proximal solder. The proximal side of the polymer fragment ws found torn off due to interference with a sharp object. The distal segment of the polymer fragment was flipped over proximally from the torn end and split. The polymer jacket was torn off at approxiamately 86mm proximal to the proximal solder due to interference with a sharp object and the torn polymer jacket was found gathered distally. The returned guide wire was found curved for approximately 100mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that a relatively hard object might have contacted and scraped the surface of the crosslead tracker guide wire while the guide wire was curved, damaging the polymer jacket. It was concluded that this event was not attributed to the product quality. Given the severe damage observed on the returned guide wire, it was unable to completely rule out a possibility that some polymer jacket fragment(s) might be left in the patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart. ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling ofthe guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Detennine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnonnal resistance is felt, remove the entire system from the patient's body and detennine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse events] ~ coming off of coating.

Event description:
It was reported that an endovascular treatment (evt) was performed for a lesion in the superficial femoral artery (sfa). When an asahi crosslead tracker was inserted into an unspecified microcatheter, strong resistance was met and the guide wire could not be manipulated. The guide wire was then removed. The procedure was completed successfully with a new guide wire. It was informed that there were no adverse patient effects associated with this event.